Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Event description:
Subsequent to the initial MDR, additional information was received on 09/29/2021. The patient's mother reported that the patient's infection has fully healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient developed itching and discomfort at the site. The discomfort continued and he removed the patch on (B)(6) 2021 and noted an infection. The reaction was described as itching, redness, inflammation, pimples, pustules and swelling. On (B)(6) 2021 he visited the doctor due to the infection. He was prescribed an unspecified oral antibiotic and an antiseptic ointment/cream. At the time of the report the same day as the medical intervention, the swelling had subsided, but the infection still remained. No additional patient or event information is available.